Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The receiver was opened, and an internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The log was not downloaded for review because the receiver did not have power. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.